Event description:
A caller reported difficulties with the pump's quick bolus/wake button, which was hard to press and often required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. The support team guided the caller on how to press the button more effectively and assisted in removing the pump from its case. When the problem persisted, it was decided that the pump would be replaced. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.